Manufacturer narrative:
The service repair technician (srt) verified the reported issue. He found that the oxygen level of the electronic patient gas system (epgs) would not drop below 23.4% on an external oxygen analyzer. The srt replaced the blender. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This medwatch is for "disconnection of fraction of inspired oxygen (fio2)" and is related to medwatch # 1828100-2017-0002, which addresses "delay in calibration" even though gas system fio2 was set at 21%, it did not decrease below 25%. The oxygen (o2) sensor was replaced twice, but it did not resolve the problem. During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached o2 and air at 50 psi, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.87 volts, within the specification of .55-2.758 volts. After calibration, the pst set the air flow to 5 l/min and 100% oxygen and then changed the oxygen to 21%. The ccm reading only dropped to 23.6% instead of 21% and the external oxygen analyzer reading only dropped to 22.9% instead of 21%. The pst temporarily replaced the oxygen sensor but that did not change the high oxygen readings at 21%. Then the pst temporarily replaced the software module but that did not change the high oxygen readings at 21%. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) had a delay of calibration and disconnection of fio2. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient reported. The system was set at 21% fio2 but did not pass testing. Calibration time took longer than expected. Troubleshooting included changing the o2 sensor which did not resolve the issue.